Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 4.0x40mm armada balloon dilatation catheter (bdc) a leak was noted at the distal end of the shaft, where the balloon is attached. The bdc was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another same size armada was used the procedure. No additional information was provided.